Event description:
The hospital reported a malfunction resulting in the inability to switch ventilation modes as expected. There was no report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag-to-vent (btv) switch was replaced to correct the issue.